Event description:
This ra lead was implanted on (B)(6) 2013 and remains implanted at the time. A procedure form received on 5/9/2017 stating that there was noise. The physician was dr. (B)(6) at (B)(6) clinic and hospital in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).